Event description:
Occurred at 5:50 am. Issue involved placement of 24 gauge angiocath-smiths medical, part # 3083- in infant's right arm - antecubital area - needle with catheter inserted per protocol. Needle removed and it was noted the entire catheter was separated from the hub which remained in the pt's arm. Date of use: (B)(6) 2010. Diagnosis or reason for use: IV antibiotics. Event abated after use: no.